Event description:
Customer was hospitalized with high blood glucose levels. Customer did not change out his set after two consecutive high blood sugar readings. Troubleshooting was not performed at the time of call to minimed.